Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced a high blood glucose. The customer¿s blood glucose were 444 mg/dl and 259 mg/dl. The customer was treated with shot. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.